Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate erratic results of "184, 86, and 104 mg/dl. The patient claimed at an unknown date/time, she developed symptoms of "dizziness and flushed skin." It is not known if her symptoms started before or after the alleged issue began. She denied receiving any form of medical intervention. Troubleshooting revealed that the test strips were in good condition, the correct control solution was used. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (12/05/2014). The patient¿s meter has been returned on 8/15/2014 and evaluated by lifescan product analysis on 11/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.